Event description:
Information from (B)(6) clinical database.post pipeline procedure, it was reported that the patient had a mild headache that increased, but a computer tomography (CT) scan showed up negative. The patient was then given decadron and fioricet for relief and the condition gradually improved. The issues subsequently resolved and no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).